Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "battery charging" issue. However, the fse observed that the console was not fully inserted in the cart to activate charging mode, and he instructed the customer to charge the batteries overnight. The fse returned on (B)(6) 2017 and performed battery run test on batteries. During battery run test batteries, the fse observed after 15-20 minutes both bay 1& 2 would go to amber low battery warning and then go to green status with low battery warning. The fse replaced both batteries as a precautionary measure. The iabp passed all functional and safety checks to meet factory specifications and was released to the customer cleared for clinical service.

Event description:
The customer reported that during transport the batteries of the cardiosave intra-aortic balloon pump (iabp) won't hold a charge. No adverse event was reported.